Event description:
It was reported to baxter (B)(4) that there was leakage from around the twist clamp of a transfer set during filling. The product was used for 3 months. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The actual sample has been received by baxter for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in this medwatch as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with the following issues noted: leak between dark blue connector and light blue mainbody. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem of leaky transfer set.